Manufacturer narrative:
Results of functional testing from the senior clinical solutions personnel indicate the device is working as configured and did confirm alarms. A product support engineer (pse) started a review of the logs, however when requesting additional information, philips' sources were unable to get them. A full investigation cannot be completed. Based on the information available and the testing conducted, the cause of the reported problem was unknown due to insufficient information. The reported problem could not be confirmed; however, the customer is stating they received everything they needed from philips. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time.

Event description:
It was reported that a three year old child expired and the yellow heart rate (hr) alarms failed to alarm. The staff stated that the patient's hr was >160 for more than an hour, but they only got one high hr alarm at 12:46 on (B)(6) 2023 and not another one until 2:43 pm on the same day. The monitor was removed from service. A philips remote clinical support specialist (rcss) spoke with the customer. The customer had successfully downloaded the audit logs, but requested assistance to change the format and review the waveforms and vital signs. The customer questioned why the yellow alarms did not repeat. A philips field service engineer (fse) was dispatched for onsite service and the audit log data was retrieved. A philips senior clinical solution implementation consultant reviewed the logs, met with the customer and explained how their monitor alarm settings were configured. The philips consultant and the customer went through the logs and the consultant showed where alarms occurred and either were acknowledged or not. The consultant determined that alarms were generated during the time the incident occurred. Additional information was received, the patient was admitted with gastrointestinal (gi) disturbance, nausea, vomiting and dehydration. The patient was being monitored for fluid replacement. The patient developed ventricular tachycardia, cardiopulmonary resuscitation (CPR) was performed but was unsuccessful.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported that a three year old child expired and the yellow heart rate (hr) alarms failed to alarm. The staff stated that the patient's hr was >160 for more than an hour, but they only got one high hr alarm at 12:46 on (B)(6) 2023 and not another one until 2:43 pm on the same day. The monitor was removed from service. A philips remote clinical support specialist (rcss) spoke with the customer. The customer had successfully downloaded the audit logs, but requested assistance to change the format and review the waveforms and vital signs. The customer questioned why the yellow alarms did not repeat. A philips field service engineer (fse) was dispatched for onsite service and the audit log data was retrieved. The fse determined that further work was required.